Event description:
It was reported by service report that the right track and seat back broke which could affect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.